Manufacturer narrative:
Product event summary: the balloon catheter afapro28, with lot number 87892 was returned an analyzed. Visual inspection of the catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for eight applications. The catheter failed the performance test due to triggering of system notice 50005, indicating the safety system has detected fluid in the catheter and stopped the injection. Dissection and pressure testing showed double balloon breach. In conclusion, the balloon catheter afapro28, with lot 87892 failed the returned product analysis due to double balloon breach issue. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of spec per the manufacturer¿s investigation.